Event description:
A patient reported blood glucose results of "500, 500, and 180 mg/dl with a lifescan meter. The time difference between these results was 20 minutes. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did not have any control solution to troubleshoot.